Manufacturer narrative:
The right ventricular lead remains implanted. Further review of the patient and the lead will attempt to determine the root cause of this event.

Event description:
Subsequently the patient returned for follow-up, at which time interrogation of the device showed similar episodes of artifact having been recorded as ventricular tachy events. The electrogram review confirmed pacing inhibition and intermittent loss of ventricular capture. The patient also reported periods of dizziness which likely corresponded to the pauses in pacing. The physician elected to surgically intervene and replaced this right ventricular lead. No other adverse effects were reported.

Event description:
Boston scientific received information that the patient with this right ventricular lead was admitted to the hospital. Upon interrogation, it was noted that this right ventricular lead had caused a lead safety switch to occur and the right ventricular lead had switched to a unipolar pacing configuration due to a high out of range pacing impedance measurement. At the time of evaluation, all impedance values in both bipolar and unipolar configuration were normal. A review of the electrogram strips revealed noise that had resulted in pacing inhibition for 1-3 seconds. The patient did not report any adverse effects, despite being 100% paced in the ventricle. The lead was programmed back to bipolar configuration. A lead conductor fracture was suspected. The patient was to be evaluated further and a revision procedure may be performed in the near future. No adverse patient effects reported.

Manufacturer narrative:
This lead was surgically abandoned and thus will not be returned for a post market assessment.